Event description:
Cryosurgery case had to be cancelled today because of a fault with the cryo unit placed in (B)(6). The situation stems from the sonogram (ultrasound) imaging on the longitudinal plane, whereby the image is not adequate to proceed with the cryosurgery case, hence it had to be canceled.

Manufacturer narrative:
Device was evaluated by simulated use testing and found interoperability problem within the ultrasound probe. Device repaired and returned to the customer.